Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k113753, k112160.

Event description:
It was reported that the implant was fractured and fell out. Tooth location 10.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified sign of wear from use, and the implant is fractured at the trabecular metal junction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.